Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose levels. The patient felt sick and experienced vomiting with positive ketones. The patient was initially assisted by mother by giving treatment with pump. The blood glucose levels were 800 mg/dl and ketones were 6.9 mmol/l. The patient was treated with intravenous drip in the hospital. The patient was in the hospital for more than 24 hours. No further information available.